Event description:
It was reported that one day post implant after a report of hv therapy being delivered, sensing and oversensing anomalies were observed. Lead dislodgement was confirmed by set of x-rays. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.